Event description:
The customer reported via phone call that they had an unresponsive keypad issue with the right key not being sensitive. Customer's blood glucose was normal and did not require medical treatment. The problem occurred within 30 days on the new pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test.